Event description:
It has ben reported that the right back post on a trex28r wheelchair snapped off at the bottom by the upholstery. The end user fell backwards out of the chair and hit her head. She was dazed and taken by a caregiver to the emergency room. An MRI was done, but nothing bad was found.